Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). It was reported that it was taking 5. 5 hours to charge the implant. Patient said the issue started about a month ago, but didn't seem like it was a matter that needed to be addressed until they mentioned it to their pain management office and the healthcare provider contacted the medtronic representative. Patient service specialist asked when the representative was notified of the issue and patient said they didn't remember the date and the representative's name, but said the representative came to one of the patient's pain management appointments and checked the unit and said the unit itself was fine but the battery was implanted in 2016 and was old enough to get it replaced. Patient mentioned they were having the implant replaced on the 9th. Managing hcp: dr. (B)(6) at pain care clinic in (B)(6). Pt did not know the first name. Additional information was received from the patient. They reported that they will have surgery to get the ins battery replaced because the battery was taking far too long to charge. The pt noticed a difference in charging about a month ago and it got progressively worse; when recharging the pt would have to put the belt on and when they would wake up in the morning it would still not be fully charged.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.